Manufacturer narrative:
(B)(4).

Event description:
It was reported that the estimated remaining longevity was incorrect at previous follow up in (B)(6) 2015. The device was in eri and triggered the patient notifier in (B)(6) 2015. The device was explanted. No adverse consequences for the patient were reported.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.